Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulty occurred. The taxus express2 2.75x28mm drug eluting stent was deployed. When the physician deflated the balloon, it was slow to deflate. The physician used a syringe to deflate and remove the stent delivery system. No pt complications occurred.